Event description:
As reported, the patient had an initial right tka on (B)(6) 2013. 10 years later the patient complained of knee swelling and pain. The surgeon diagnosed wear of the tibial insert and a revision was performed on an unknown date. Breakage and wear was observed in the retrieved tibial insert. No metallosis was found. No problem of the locking mechanism of the tibial tray was found. All proliferative tissue was removed. Parts and pieces fell into the patient wound site and were removed by the surgeon. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: 2803773 - 200-04-22 - cemented finned tib. Tra sz 2f/2t 2742731 - 230-03-02 - optetrak asy,cr cemented femoral, sz 2. H7: z-0019-2022.

Manufacturer narrative:
H3: the revision reported was likely the result of full thickness prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, relative hyperextension of the components, excessive posterior slope, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation.

Manufacturer narrative:
Correction: h6 clinical code and component code additional information: h6 medical device problem code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.